Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. The customer had symptoms such as feeling heavy, lethargic, and very thirsty. Treated high blood glucose levels with insulin pump and manual injection. Customer's blood glucose value was over 600 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did not contact their healthcare professional. Troubleshooting was performed. Customer decline to check for leaks or air bubbles. There were no site or insulin issues. Customer decline to further trouble shoot. The product was not returned for analysis.